Event description:
It was reported that the patient experienced unspecified issues with his previous inflatable penile prosthesis (ipp). The device was removed and a new ipp was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.